Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approx 1 1/2 month of support, the pt presented with elevated haptoglobin and elevated lactate dehydrogenase (ldh). The pt was "maximized on anticoagulation" for an international normalized ratio (inr) closer to 2.5 and the symptoms resolved.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.